Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, the customer's battery was found completely depleted. During our visual inspection, the auxiliary connector was found to be damaged. Therefore, the power cable was not properly attached to be able to charge the battery. The auxiliary connector was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.